Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Device received with cracked case (battery tube).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high ketones. Blood glucose reading was 250 mg/dl. Customer was treated with bolus. Customer stated that the big cracked at the top of the battery area and it goes all the ways 1/3rd down. It was unknown that if the insulin pump was in auto mode at the time of the incident. The pump will be returned for analysis.